Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported via social media that the retrieval string separates from the pledget, requiring manual removal. She did not experience any adverse health effects and did not require medical attention.